Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent and provided the caller with instructions on putting the current pump into storage mode before returning it. The caller was also advised on the steps to take upon receiving the replacement pump and understood the instructions.